Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat an unspecified lesion. An absolute pro self-expanding stent system (sess) was advanced toward the target lesion. During implantation the stent broke and remained in the artery. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. The investigation determined that the reported difficulties and subsequent patient effects appear to be due to case circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Newly reported information indicates that the procedure was to treat a lesion in the mesenteric artery. An absolute process was advanced toward the target lesion and resistance was noted due to the anatomy. During deployment the stent prematurely deployed from the delivery catheter. There was no resistance noted during withdrawal. An unsuccessful attempt was made to retrieve the prematurely deployed stent via snare device. There was a clinically significant delay in the procedure. The patient was sent to surgery and the stent was successfully removed. No additional information was provided.